Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 006 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: a review of the pump¿s black box showed no alarms related to the complaint outside of normal use. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. During the rewind step, the pump emitted a replace battery alarm. Further testing for the complaint of a cs 006 call service alarm was unable to be performed due to the unrelated recurring replace battery alarm. Unrelated to the complaint, investigation revealed moisture visible in the display. A leak test confirmed a leak at a case crack between keypad and case seal. The pump case was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.